Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance with resetting the pump from technical support, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if any further issues arose, and they acknowledged this understanding.